Event description:
It was reported that the device does not display the ECG signal, it only displays a dashed line. It was also reported that the device date and time is off and will not set. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the patient parameters pcb assembly and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly and it was determined that root cause for the reported failure was a blown fuse, f3.